Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and fail due to no voltage in the transmitter. A review of the share log was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was provided for investigation but does not reflect the full investigation window. Confirmation of the allegation and the probable cause cannot be determined. No injury or medical intervention was reported.